Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro device, the c-ring detached in the pt's leg when the device was removed. A second three inch incision was made in order to retrieve the piece and harvest the vein. The hospital reported that there was no excessive bleeding. A replacement device was used to complete the procedure. The hospital intends to return the product in question.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval are completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).